Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 467mg/dl. The customer states they have treated with manual injections and the pump. Troubleshoot was not able to be conducted or completed due to customer hanging up the line. No further assistance provided at this time.